Event description:
It was reported through the litigation process that sometime post port placement via the right internal jugular vein, the port allegedly did not flush. It was further reported that the port had allegedly fractured, and the fractured piece had migrated to the patient's heart. The current status of the patent is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that sometime post port placement via the right internal jugular vein, the port allegedly did not flush. It was further reported that the port had allegedly fractured, and the fractured piece had migrated to the patient's heart. There was difficulty in removing the fracture port. The current status of the patent is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months and ten days post port placement, the patient was diagnosed with a foreign body in the heart and foreign body retrieval from heart was performed using a snare. Using ultrasound, the right common femoral vein was accessed. Then using seldinger technique, 6-french sheath was used and then bentson wire was entered into the vein and then easily passed into the superior vena cava. The portion of the port was noted to be coiled in the right heart. An en snare device was attempted to use multiple times to attempt to snare the foreign body, but it was unsuccessful. The bentson wire was then reinserted, and the sheath was upsized to a 12fr sheath. From there, using the snare device and a bentson wire, it was attempted to manipulate the foreign body into the inferior vena cava and was able to snare, and pulled it out through the 12-french sheath. Therefore, the investigation is confirmed for the reported facture, material separation, migration and difficulty in remove. However, investigation is kept as inconclusive for the reported difficult to flush as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g2, d4 (expiry date: 12/2023), h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.